Event description:
It was reported by service report that the foot end left wheel was not turning. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Caster not rotating, damaged in shipping.